Manufacturer narrative:
E1: phone number: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: adhesive on bending section cover has corrosion. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the damaged white part at distal end could not be detected as malfunction was not found and most probable case of corrosion on adhesive of bending section cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope had damaged white part at distal end during reprocessing. There were no reports of patient involvement.